Event description:
The patient and a healthcare provider via a manufacturer representative reported that the patient wanted their implantable neurostimulator (ins) removed because it wasn't helping their pain and hadn't been working. These issues started in 2016. The ins and both leads were removed and the patient was doing fine after the removal. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.